Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the right ventricular (rv) lead exhibited noise and low pacing impedance. The physician opted to cap and replace the lead on (B)(6) 2021. There were no patient consequences.